Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was at work when the cgm reading was 218 mg/dl so he took breakfast pizza and 5 units of insulin. There was no bg taken at that time. Within an hour, the cgm reading was decreasing and so he tried eating more. And then he passed out. The last cgm reading that the patient could remember before losing consciousness was 56 mg/dl. During this time, no comparison was also made from bgm. Somebody at work called the ambulance to take him to the hospital. The patient only remembered that he was treated with ¿liquid sugar stuff¿ while in ambulance. He arrived at the hospital at 11:30 am and he was treated with ¿some type of sugar.¿ when the patient regained consciousness, approximately after an hour but not sure, the cgm reading was 231 mg/dl and the bg reading was 183 mg/dl. The patient was discharged at 4:30 pm and the bg reading was 180 mg/dl and the cgm was 230 mg/dl. At the time of the report the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient passing out. The reported glucose values fall within the a, b zone of the parkes error grid after regaining consciousness and patient discharged that evening. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
A voluntary medwatch report was received on 2/12/2026.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5182365 and mw5182366 this is 1 of 2 reports of the patient losing consciousness due to inaccuracy that occurred two separate times. Please see related record (B)(4).